Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode had multiple fractures and visual examination determined the fractures were located approximately 25-26mm from the terminal pin. The electrode was slightly curved in this area and a surface abrasion was also noted. This area correlates to the approximate location where the electrode exits the device header. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this system exhibited noise and oversensing which resulted in an inappropriate shock. The noise could be reproduced in all three sensing configurations and was very mechanical in nature. Pocket x-ray identified an aggressive sharp bend in the electrode at the device pocket coming out of the header. An electrode fracture and insulation damage were suspected and device therapies were programmed off. The patient was provided with a life vest. A subsequent revision procedure was performed and the system was explanted. No additional adverse patient effects were reported.